Manufacturer narrative:
The exact event date was not available, therefore the date 05/01/2024 was used as estimate as it was reported that the recurring incontinence started approximately six months ago. The exact implant date was not available, therefore the date (B)(6) 2011 was used as estimate as it was reported that the device was implanted 12-13 years ago.

Event description:
It was reported that the patient with this artificial urinary sphincter experienced recurring incontinence; therefore, a surgical procedure was performed to remove and replace the device. No patient complications were reported.

Manufacturer narrative:
Additional information updated: a3a: sex, a3b: gender, d4: model number, lot number, catalog number, expiration date, unique identifier, d6a: implant date, c2/d10: concomitant product/therapy. The exact event date was not available, therefore the date (B)(6) 2024 was used as estimate as it was reported that the recurring incontinence started approximately six months ago. The exact implant date was not available, therefore the date (B)(6) 2011 was used as estimate as it was reported that the device was implanted 12-13 years ago.

Event description:
It was reported that the patient with this artificial urinary sphincter experienced recurring incontinence; therefore, a surgical procedure was performed to remove and replace the device. No patient complications were reported.

Manufacturer narrative:
The exact event date was not available, therefore the date (B)(6) 2024 was used as estimate as it was reported that the recurring incontinence started approximately six months ago. The exact implant date was not available, therefore the date 01/01/2011 was used as estimate as it was reported that the device was implanted 12-13 years ago. Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The cuff was visually inspected and tested for leaks. It passed leakage examination; however, during visual evaluation wear at fold was identified, and additionally, the component was found to be scaled. The balloon was visually inspected, and leak tested. It was noted that the component was non-spherical, and it presented wear from fatigue. In addition, a leak due to a hole was identified; due to that finding, the balloon could not be functionally evaluated. The pump was visually inspected, leak and functionally tested. Wear in its kink resistant tubing (krt) was noted, along with scaling; however, the component passed visual and functional testing. Based on the information available and analysis results, the leak identified in the balloon could have caused or contributed to the reported clinical observations. The reported patient symptom of urinary incontinence is a known risk associated with implant of these device as indicated in the instructions for use (IFU).

Event description:
It was reported that the patient with this artificial urinary sphincter experienced recurring incontinence; therefore, a surgical procedure was performed to remove and replace the device. No patient complications were reported.